Manufacturer narrative:
The patient's death was unrelated to the stellarex device. Death certificate states cause of death was probable cardiac event. This is being reported as a follow-up to the clinical study. The stellarex was used in the peripheral disease. It is highly unlikely that the paclitaxel drug caused or contributed to the patient¿s probable cardiac event. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2013, the patient underwent the study index procedure of a 120 mm, 80% stenotic of the right mid-sfa denovo lesion. The lesion was predilated with a 5 x 100 mm balloon at 12 atm resulting in a residual 10% stenosis. A grade a dissection occurred and no treatment was required. Next, a 5 x 120 mm stellarex balloon was inflated to 10 atm for 3 minutes and removed. Then, a 5 x 40 mm stellarex balloon was inflated to 10 atm for 1 minute and removed. No complications occurred, subject was discharged as per operative plan. The subject completed all required study visits through 36 months, with the last visit occurring on (B)(6) 2016. No adverse events were reported during the study. During the 48 month follow-up, we were informed that the patient expired on (B)(6) 2017. The death certificate list the cause of death as probable cardiac event.

Manufacturer narrative:
Correction from death to other. There was no association between the death and the use of the stellarex product. (B)(6). Combination product is applicable.